Manufacturer narrative:
Multiple attempts were made to obtain device serial number information but this information was not provided. As a result, device manufacturing and expiration dates could not be extracted. Manufacturer's investigation conclusion: the reported event of no external power alarms while on mpu was confirmed based on the information recorded in the provided log file. The log files recorded from 08/31/2018 to 09/11/2019. On 09/08/19 at 08:57 am there was a no external power/ low external power hazard event while the system was powered by a mpu. The voltage levels indicated that the power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. No other atypical alarms were recorded in the remaining events and the controller operated the pump at the set speed throughout the log file. Requests for additional information about this event were made; however, at this time no response has been received. The cause of the reported event was unable to be conclusively determined. To date, the mobile power unit serial number mpu-unknown associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log files a no external power alarm was observed, while on the mobile power unit (mpu) on (B)(6) 2019 at 8:57. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. No further information provided.